Event description:
A surgeon requested the evaluation of an ecm tissue sample that had been implanted for approximately 1 year. The surgeon initially indicated that the sample was taken during a surgery unrelated to cormatrix ecm performance. Cormatrix received additional details on june 2, 2014 as follows: it was reported that approximately 1 year prior, cormatrix ecm was used for a transannular patch for a right ventricular outflow tract (rvot) in a (B)(6) patient with tetralogy of fallot (tof). A different surgeon than the initial reporter had placed the patch. An echo performed 7 months after surgery showed enlargement around the patch area. A redo surgery was performed on (B)(6) 2014 primarily because the patch area was dilated. The surgeon indicated that he did not feel the issue was a result of a patch failure but was more likely a result of a surgical technique and that too large of a patch may have been implanted originally.

Manufacturer narrative:
The explanted tissue was submitted to cormatrix for evaluation and received on may 16, 2014. Tissue histology testing is currently in process. A supplemental report will be submitted when results become available.